Event description:
This lead was capped on (B)(6) 2011, due to severe discomfort and tenderness around the implant site. The patient requested, to have her system removed. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).